Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 2, 2021. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report), h2 (follow-up due to additional information) , h6 (identification of evaluation codes 11, 3331, 4114, 3259, 25). Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 4114 - device not returned. Investigation findings: 3259 - improper physical structure. Investigation conclusions: 25 - cause traced to manufacturing. The affected sample was not returned for evaluation; therefore, a thorough investigation could not be conducted. A picture of the damage was provided to confirm the event. A representative retention sample was reviewed with no damage to the unit, specifically the venous inlet port. A general training has been conducted with relevant production staff to raise awareness and ensure appropriate inspection of product through the manufacturing process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, the product has irregular shape. No patient involvement.